Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient reported fluid in the stoma like pus. The patient was unable to report if there was a smell. The patient contacted the pathologist who suggested a 10 day course of augmentin antibiotics. The patient was instructed to continue stoma site care and to inform if the stoma site was not better after the antibiotics.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.